Manufacturer narrative:
Physio-control has performed numerous attempts to contact the customer regarding the reported device issue but has been unsuccessful.  The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the lid reed switch per technical service update (tsu) 356 and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. (B)(4).

Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device did not have any audio prompts when the on/off button was pressed and the device lid opened. &#1288;ere was no report of any patient use associated with the reported issue.